Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-48702. It was reported that following an implant procedure on (B)(6) 2020, the patient's ipg pocket site wound was not healing properly and was draining. As a result, the ipg and new lead incision sites were re-sutured on (B)(6) 2020. The patient was administered a round of antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the drainage has resolved.